Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm and keypad anomaly. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pump was not exposed to change in altitude . The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Manufacturer narrative:
Pump received with an intermittently responsive keypad at the up, down buttons. However, pump passed the displacement test and self-test. Pump was cut open to perform visual inspection and found moisture damage on keypad connector, keypad flexible cable, pcba1. Successfully downloaded history files and traces using thus. Stuck button alarm did not occur during testing. However, stuck button alarm was found in the download on event date 03/22/2023 12:00:00, 03/22/2023 12:28:35, 03/22/2023 14:48:16, 03/22/2023 15:56:39, 03/22/2023 17:17:36.000 due to moisture damage keypad connector, keypad flexible cable. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), cracked case corner of belt clip rail, label damage. Stuck button alarm did not occur during testing and was found in the history file on event date due to moisture damage keypad connector, keypad flexible cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.